Event description:
It was reported that the pca module 8120 was not recognized by any pc unit module 8015 when connected to either iui connector. The incident occurred while infusing morphine to a patient. All active infusing units were transferred to another pcu. Additional bolus doses of morphine were given while waiting for a replacement pca pump. There were no adverse effects caused to the patient. It was further noted that a technologist inspected the ground strap harness assembly and logic board. He found the ground wire casing of the 'ground strap harness assembly' breached by pin of connector j5 on the logic board. After examining the wire routing, the breached ground wire may have been pressed against the underside of logic board by the 'keypad led backlight assembly'. This caused a ¿hole¿ on the ground wire, making connection to the mentioned connector j5. Once he separated the ground wire from the connector j5, he discovered a clear hole on the ground wire. No additional information was provided.

Manufacturer narrative:
The report of the pca module not being recognized by the pcu was confirmed during testing. . The pca module logs did not confirm the reported complaint occurred on (B)(6) 2021. The event log showed that the source device was not in use on this date. He most recent events occurred on (B)(6) 2021 with a channel malfunction error code 351.6600.0 occurred between 9:12 am and 12:10 pm. Initial testing in the ¿as received¿ condition found the device immediately alarmed with an error code 246.4700 (ad calibration time out failure) and 246.4700.0 (ad calibration timeout failure). Inspection of the source device found the instrument seal broken. An internal inspection found the handset connector ground wire punctured by the soldering leads of the j5 connector. The leads penetrated the wire insulation and was in direct contact with the ground wire, causing a short circuit. Post inspection testing, with the ground wire removed from the j5 solder leads. The source pca module was re-assembled. The pca module powered on with no errors or malfunctions. Infusion testing was performed. The test infusion completed with no errors or malfunctions. The device history review did not show the device being returned for service. As a precaution the pca logic board and the ground wire will be replaced by service. The source pca module was being used for treatment. The root cause of the pca module not being recognized by the pcu was found to be the result of a short circuit when the ground wire¿s insulation was punctured on the solder lead of the j5 connector. The probable cause of the ground wire puncture is believed to be the result of an improper assembly of the pca module, however it could not be determined during the investigation where this improper assembly occurred. A review of the device history record showed the device had a manufacture date of 17jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pca module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Note: service history shows the device was not returned to service for any repairs. A review of the complaint history record in trackwise was performed for the source pca module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pca module 8120 was not recognized by any pc unit module 8015 when connected to either iui connector. The incident occurred while infusing morphine to a patient. All active infusing units were transferred to another pcu. Additional bolus doses of morphine were given while waiting for a replacement pca pump. There were no adverse effects caused to the patient. It was further noted that a technologist inspected the ground strap harness assembly and logic board. He found the ground wire casing of the 'ground strap harness assembly' breached by pin of connector j5 on the logic board. After examining the wire routing, the breached ground wire may have been pressed against the underside of logic board by the 'keypad led backlight assembly'. This caused a ¿hole¿ on the ground wire, making connection to the mentioned connector j5. Once he separated the ground wire from the connector j5, he discovered a clear hole on the ground wire. No additional information was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the pca module 8120 was not recognized by any pc unit module 8015 when connected to either iui connector. The incident occurred while infusing morphine to a patient. All active infusing units were transferred to another pcu. Additional bolus doses of morphine were given while waiting for a replacement pca pump. There were no adverse effects caused to the patient. It was further noted that a technologist inspected the ground strap harness assembly and logic board. He found the ground wire casing of the 'ground strap harness assembly' breached by pin of connector j5 on the logic board. After examining the wire routing, the breached ground wire may have been pressed against the underside of logic board by the 'keypad led backlight assembly'. This caused a ¿hole¿ on the ground wire, making connection to the mentioned connector j5. Once he separated the ground wire from the connector j5, he discovered a clear hole on the ground wire. No additional information was provided.